Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient could not fill the pod with insulin due to being unable to insert the fill syringe into the port. Patient went to the emergency room (ER) to obtain backup insulin, but was triaged due to sweating, vomiting and feeling drowsy. Patient reported a blood glucose level of 430 and was still in the ER at the time of reporting. No information regarding further medical treatment was provided.